Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time was inaccurate, cause was unknown. There was no reported impact to the customer's blood glucose level. Customer successfully changed the pump time and resumed insulin delivery.